Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant had an impella cp placed to support a patient admitted in with a st-segment elevation myocardial infarction. Throughout the support, the team observed the pump to be out of optimal position. The pump was shallow at the papillary muscle and mitral valve. The malposition persists despite all efforts. The patient's outcome is stable.

Event description:
It was further reported that the patient experienced runs of ventricular tachycardia when positioned to the right side.

Manufacturer narrative:
The investigation of positioning issues and vt/vf has been completed. The impella device was not returned for evaluation. Positioning issues: the root cause of the positioning issue was not determined since product was not returned and insufficient clinical information was provided. Vt/ vf: clinical states that patient had runs of vt when positioned on right side. As the necessary information was not provided, the root cause of the vt/vf was not determined. B1 adverse event was inadvertently omitted on the initial manufacturer device report number 1220648-2025-29094. B2 selection was inadvertently omitted on the initial manufacturer device report number 1220648-2025-29094. B5 additional information was inadvertently omitted on the initial manufacturer device report number 1220648-2025-29094. H1 type of report was erroneously selected on the initial manufacturer device report number 1220648-2025-29094. H6 health effect - clinical code 2095 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-29094. H6 health effect - impact code 2199 was erroneously entered on the initial manufacturer device report number 1220648-2025-29094.